Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on a revaclear 300 apac during patient use. There was patient involvement but no medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not received for evaluation, however a video and a photograph was received. The visual inspection of the provided video revealed an external leak at the bottom header. The reported condition was verified. Due to the absence of actual sample, the cause for the reported issue could not be determined or further investigated. Should additional relevant information become available, a supplemental report will be submitted.